Event description:
The customer reported a fluid leak inside the lh750 instrument. The volume of the leak was not reported and the leak was contained. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found cut tubing at port 2 at the diff mixing module (vc25). The fse replaced the cut tubing to resolve the leak reported. (B)(4).